Manufacturer narrative:
Sample has not been received by MFR. The investigation is incomplete at the time of this report. A f/u report will be sent when investigation is completed.

Event description:
Complaint alleges that the nebulizer cup is not tight and the fluid leaks. Found prior to use on a pt. No pt injury reported.